Event description:
It was reported that two files from the same lot separated in different canals of the same tooth during a procedure. The pt was referred to a specialist who successfully retrieved the piece from one canal and filled the other canal with the separated piece in place.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The lot of product involved in this event was previously investigated and found to have damaged flutes caused by the assembly machine during manufacture. Corrective action has been initiated.